Manufacturer narrative:
The device was not repaired and was scrapped.

Event description:
It was alleged that when the device is connected to a safety analyzer, the current jumps all over the place causing the device to set off line isolation alarms and the lights in the room to flash. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.